Manufacturer narrative:
Difficult advancement is not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
On (B)(6) 2011, a renu extension was being implanted to address the migration of another manufacturer's previously placed stent. Prior to implantation, there were a total of two different wires in the patient, an (B)(4) on each side - right and left, and a pigtail catheter on left. The zenith renu aaa ancillary graft main body extension was introduced on the lunderquist wire (patient's right side) and advanced it into position below the left renal artery. There was a little resistance tracking the device thru the previously placed endograft. The device seemed to have difficulty tracking over the wire. The other manufacturer's device also had it's legs crossed. They deployed the device below the left renal artery without issues. The total distance from the lowest renal artery to the other manufacturer's flow divider, was just over 4.5 cm. They had approximately 2 cm of overlap between the other manufacturer's device and the renu extension. They had completed deployment of the renu and were attempting to recapture the top cap, per the IFU; as they advanced the grey positioner on the delivery system, the grey positioner caught something, either the fabric of the extension, or the stent (couldn't determine for sure what it was). In effect the extension was pushed approximately 7 mm proximal of it's intended landing area. Upon an aortogram, the fabric had covered the left renal artery. They left the grey positioner where it was, and distally they essentially docked the top cap to the grey positioner by withdrawing the inner cannula distally over the wire. They attempted to push the extension back down, utilizing a coda balloon (40x120) catheter and recovered maybe 1 or 2 mm. Because the graft had moved approximately 7-8 mm, they had very little overlap between the other manufacturer's device and the extension. The decision was made to bridge the two components, with a main body extension. The graft was introduced over the right hand side as well, over the same lunderquist wire. The graft was deployed and the same coda balloon was used to iron out the graft. The flow was going into the right kidney, right renal artery was profused, but the left was not. Patient was doing okay, tolerated the procedure.